Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 521mg/dl. Initially, the caller stated that the customer's insulin pump had a crack underneath the escape button and goes into the reservoir compartment as well the top of the battery compartment is cracked, and the belt clip is broken. Advised the mother that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube and broken battery tube threads. The insulin pump received without original belt clip.